Event description:
Pt states that she has high blood glucose levels. Pt was advised to change the infusion set. While priming new infusion set pt states that insulin was squirting out of tubing. Problem was resolved by changing the infusion set again. Pt states that she has never experienced this previously and that other sets from same lot did not malfunction.

Manufacturer narrative:
Eval summary: one used device was returned for eval. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. No reference samples were available for the involved lot number. (B)(4).